Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin 56 units, there was a stopper pop off seen in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2025-00429 is a duplicate report of 1917413-2025-00302. Consider the report 1917413-2025-00429 cancelled.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was a stopper pop off seen in 1 tube. No adverse impact was reported regarding the patient or user.